Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported, the patient had vague symptoms and some periods of dizziness and that the timing and dates of them was not known. An interrogation of the device had episodes of a "really flat line", including a 22 second event, that were considered as false positive since the patient would have been expected to be more symptomatic than a little dizzy. The device remains in use. No further patient complications have been reported as a result of this event.